Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the alleged malfunction. The se performed an upgrade of the software. The customer ran the ventilator for 72 hours with no issues. The ventilator passed self testing.

Event description:
Report received that an 840 ventilator was inoperable. The ventilator was not on a patient at the time of the event.